Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test and was unable to prime during prime test due to protruded and or loose drive support disk. All operating currents are within the specification, no unexpected low battery, battery out of limit alarm, or off no power alarm noted during testing. The device had minor scratched display window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The customer stated that she was changing the insulin vial, and when she proceeded to fill the tubing, the insulin kept delivering until it almost emptied the vial. She noted that she was able to pull it out before the entire vial was empty. The blood glucose reading was 120 mg/dl. The customer declined troubleshooting for the battery out limit alarm that she also observed. Advised replacement of the insulin pump. Nothing further reported.